Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic digestive procedure, the seal of the 2 devices were torn in the introduction of instruments. The seals disengaged into the cavity of the patient and were retrieved. New device was used to complete the case. There was no patient injury.